Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified and 90% diagonal artery. A non-abbott guide wire was advanced to the lesion using reverse wire technique with the support of a non-abbott catheter; however, the wire could not advance through the lesion. A whisper ls guide wire was advanced into the diagonal using the reverse technique without difficulty. As the angle was acute, it was determined that the vessel should be stretched, so the whisper guide wire was being removed to replace with a more robust guide wire. The non-abbott microcatheter was advanced to the ostium of the diagonal and could not advance further. The microcatheter was torqued causing the whisper guide wire to separate. The distal portion of the guide wire remained in the diagonal and the proximal portion was removed from the anatomy.

Event description:
Subsequent information received: a snare device was used in an attempt to remove the separated guide wire tip; however, it was unsuccessful.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: corsair microcatheter. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and sem imaging of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.